Event description:
Per the clinic, the patient developed a persistent bacterial infection at the implant site. Despite multiple courses of antibiotics (specific type, dates, and duration not reported) and corrective surgical interventions (specific dates not reported), the infection has continued to recur and remains unresolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025 (specific date not reported) for flap reconstruction with debridement surgery. The patient was again placed under general anesthesia on (B)(6) 2026 for rotational flap to close the defect over scalp. Subsequently, the device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient with a new device.